Manufacturer narrative:
As reported, the tip of a 6/7f mynx control vascular closure device (vcd) split during insertion into the sheath. Another mynx device was used to achieve hemostasis. There was no reported patient injury. The split was confirmed to not be on the sealant sleeves of the device. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was used in an interventional procedure using an antegrade approach. The deployer was certified in the use of the mynx device. Excess force was not applied during insertion. A non-sterile ¿mynx control vcd, 6f/7f¿ was returned for investigation. The unit was thoroughly inspected, and the following was observed: buttons 1 and 2 were not depressed, the stopcock was set in the open position, and the sealant remained in its manufactured position. There were no damages observed of the atraumatic wire. The procedural sheath was not returned for analysis. No other outstanding details were noted. Per microscopic analysis, the atraumatic wire was inspected under the vision system to obtain a magnified image, and no anomalies were found. A product history record (phr) review of lot f2218101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not confirmed through analysis of the returned device since there were no damages/anomalies observed. The exact cause of the issue experienced by the customer could not be conclusively determined during the analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages or anomalies noted. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, d4, g1, g3, g6, h1, h2, and h6. A review of the manufacturing documentation associated with lot f2218101 presented no issues during the manufacturing process that can be related to the reported event.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6/7f mynx control vascular closure device split during insertion into the sheath. Another mynx device was used and achieved hemostasis. There was no reported patient injury. The split was confirmed to not be on the sealant sleeves of the device. The device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The device was used in an interventional procedure using an antegrade approach. The deployer was certified in the use of the mynx device. Excess force was not applied during insertion. The device is available for evaluation.